Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer was advised to disconnect on the insulin pump. The customer stated that the insulin pump had a crack on the lcd screen. The customer stated that she was walking in the house and heard a pop and looked at the insulin pump and saw small crack in the middle of the lcd screen. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
No unexpected motor error noted. Motor passed motor test. No damage on lcd glass noted. The insulin pump had cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.